Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No over delivery anomalies noted. Unit received with corroded battery tube, cracked battery tube threads, missing end cap sticker, cracked reservoir tube lip, cracked case at reservoir tube window corners, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was driving and got into a car accident. The customer was at 148 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes every time they change their set, their blood glucose rapidly drops as the pump over delivers. Troubleshooting was completed. The insulin pump will be returned for analysis.